Event description:
The pt was revised because the patella pegs sheared off, it had wear and osteolysis was noted.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database by mfg lot was not provided. The investigation could not draw any conclusions about the reported fracture and polyethylene wear based on the unavailability of the products to examine and insufficient product info. Some polyethylene wear after approximately 16 yrs implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.